Event description:
The wheels of lift flop in and out with the weight of the wife in the lift.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.